Manufacturer narrative:
Additional medwatch information received.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
Concomitant medical products: 30ml syringe; stopcock; neutron; trifuse and central line, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaky filter while infusing tpn at an unspecified rate. The customer uncertain how long the filter was in use and no cracks noted however the filter was "wet and sticky"

Manufacturer narrative:
Follow-up(2): disregard medwatch # and information provided with it.

Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were observed. Functional testing confirmed a leak on the vent area of the filter. The root cause of this failure was not identified.